Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The initial inflation was to 10 atms. The lesion being treated was in the ramus interventricularis artery (riva). This was reported as a "longitudinal" rupture, and all pieces of the maverick2 monorail balloon were removed. There were no patient complications reported, and the procedure was completed with another of the same devices. Patient status was reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.